Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the lot. Additional information was requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an intraocular lens (iol) that was exchanged due to myopia. Another lens of same model but one diopter less power was implanted back into the patient's eye. Additional information was requested.